Manufacturer narrative:
Neither the foreign user nor the foreign distributor submitted a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. The foreign distributor evaluated the device and determined the failure was caused by a malfunctioning user interface module. The foreign distributor was shipped a replacement user interface module to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty user interface module for evaluation. As of (B)(4) 2015, the alleged faulty user interface module has not been received. Should the alleged faulty user interface module be received and evaluated, a follow up medwatch report will be submitted.

Event description:
The following description of the event was reported to carefusion by a foreign distributor in (B)(4). "Business partner is requesting replacement uim (user interface module) due to the touchscreen display is unresponsive to touch commands during pre-use unit cycles normally other than the noted variance."